Event description:
It was reported that the subject device had excessive pressure issue. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed during the device evaluation that the subject device exhibited several issues: some light-emitting diode on the front panel were dim, a gas leak was detected from the secondary tubing, and the average flow rate had decreased. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the investigation results, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Correction: report no. 3002808148-2025-10808 was sent in error. The initial device reporting was related to a field corrective action (fca) for excessive pressure issue, and the hospital did not report any problems with its use. The issue would not cause or contribute to a death or a serious injury if it were to recur.